Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while using the adc reader after replacing the adc sensor. As a result, on (B)(6) 2022, the customer had a seizure and a loss of consciousness and was provided a glucagon injection by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and observed damaged usb port. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while using the adc reader after replacing the adc sensor. As a result, on 08 aug 2022, the customer had a seizure and a loss of consciousness and was provided a glucagon injection by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.